Event description:
It was reported that on literature review "does incisional negative pressure wound therapy prevent sternal wound infections?", of 180 high risk patients with obesity or diabetes treated with pico incisional negative pressure wound therapy after coronary artery bypass grafting, 4 patients had superficial sternal infections that were addressed with operative treatment. The current health status of each patient is unknown, as well as further information.

Manufacturer narrative:
Section h10: it was reported that on literature review "does incisional negative pressure wound therapy prevent sternal wound infections?", of 180 high risk patients with obesity or diabetes treated with pico incisional negative pressure wound therapy after coronary artery bypass grafting, 4 patients had superficial sternal infections that were addressed with operative treatment. The current health status of each patient is unknown, as well as further information. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review. A complaint history review on the product family revealed similar instances of infection in the last 12 months. A risk management review concluded that without further information the alleged harm can not be directly linked to a specific failure mode within the risk file although it does contain several failure modes that can result in the alleged harm (local infection). A clinical review concluded without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Without further information it is difficult to determine a probable root cause however it is possible that the dressing has not been applied correctly or dressing not changed frequently enough and in accordance with the IFU. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including the correct dressing application technique and frequency of dressing changes. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. Internal complaint reference number: (B)(4). Section h6 (impact code) was corrected.